Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, four years and five months ago. Aneurysm and vessel morphology from the time of implant are not available. It was reported that the patient had returned for follow up approximately two years ago and there were no issues with the stent graft. The patient did not return for follow-up one year ago. The patient presented emergently with back pain one month ago and a CT demonstrated that there was distal stent graft migration with a type I endoleak. The patient was treated with an endurant aortic cuff. No further information was provided.

Event description:
Additional information was received as follows: vessel tortuosity was severe. The aortic neck diameter at the renal arteries was 28-29 mm (conical in shape), 2 cm in length with 60 degree angulation. There was moderate vessel calcification. The aneurysm was 6 cm in diameter. The stent graft migration was attributed to disease progression, aortic neck dilatation and aortic neck angulation.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent migration, endoleak); patient's condition affected effectiveness of device (anatomy related). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related).